Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported the patient presented to the emergency room with inappropriate shocks for t-wave oversensing. An adjustment was made to the right ventricular (rv) sensitivity was adjusted. However, as the crt-d was at electric replacement indicator status, the physician opted to place the crt-d. Additionally, the physician decided to add a new pace/sense lead to alleviate any suspicion that the problem that could be due to the right ventricular lead. No patient complications have been reported as a result of this event.